Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an unspecified chemotherapy was programmed to infuse over 8hrs however it completed sooner than expected. There was no report of patient harm the customer stated it was an "user issue" and declined an investigation at this time. The event occurred in hematology/oncology . Although requested there is no additional event details provided by the customer at this time.